Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr) is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted on the anterior/septal (a/s) leaflet and a second triclip was implanted on the posterior/septal (p/s) leaflets. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during the follow-up transthoracic echocardiogram (tte) it was identified that the second triclip, located on the p/s leaflets had a single leaflet detachment (slda) and was no longer attached to the septal leaflet. The tr returned to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted on the anterior/septal (a/s) leaflet and a second triclip was implanted on the posterior/septal (p/s) leaflets. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during the follow-up transthoracic echocardiogram (tte) it was identified that the second triclip, located on the p/s leaflets had a single leaflet detachment (slda) and was no longer attached to the septal leaflet. The tr returned to grade 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.